Event description:
It was reported that during the stenting procedure in the left internal carotid artery, the accunet filter failed to cross the target lesion due to patient anatomy, and was removed. The patient then experienced hypotension and bradycardia, which were successfully treated with dopamine, atropine and intravenous fluids. An emboshield nav 6 filter and an acculink stent were subsequently deployed without difficulty. During the recovery period it was noted that the patient had neurological deficits and nihss was found to be 3 for right arm drift and mild vocal slurring. MRI showed tiny foci of infarcts adjacent to the left ventricle. There was no reported treatment provided. The following day the patient's neurological deficits resolved and nihss was 0. The patient was discharged home without sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.